Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, product ID: 8870, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# j11335r24, implanted: (B)(6) 2002, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received from a healthcare provider. It was reported that the concern with the length of the catheter was due to a previous procedure issue with a lack of information regarding the catheter length. The cold and eventual pneumonia was a coincidence and the symptoms had resolved. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11335r24, implanted: (B)(6) 2002, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 600 mcg/ml clonidine at 50.97 mcg/day, 40 mg/ml bupivacaine at 3.398 mg/day, and 20 mg/ml morphine at 1.699 mg/day via an implantable pump for non-malignant pain. It was reported that when the patient had their new pump implanted on (B)(6) 2017, the patient stayed in recovery for 2 hours after the surgery. The patient then went home and was feeling good, "like it was any other day". Later that night, the patient started going through morphine withdrawals. It was stated the patient had a terrible metal taste in his mouth and he started vomiting and shaking "like a mad man". Additionally, the patient was achy and had pain shooting down both legs. It was noted the patient "looked like a drug addict" and the patient was itchy and at times was "crampy". The patient went to the emergency room (ER) and was in the ER from 9 am until 11 pm. While there, they gave the patient numerous morphine shots to bring down the pain level. It was then stated that the doctors and device manufacturer representative (rep) were saying they were concerned about the length of the catheter, which was why the patient had to stay an extra hour in recovery to make sure the pump and catheter were functioning as they should. It was also stated that while the pump gave his life back, the pump replacement had caused him a lot of agony and a lot of problems with his family. The patient wanted to know why he got so sick after implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient stated he received a letter from the manufacturer after his last call asking for more information, but the manufacturer was not going to do anything. The patient stated he was asking ¿why am I going through these withdrawals after surgery?¿ the patient stated on (B)(6) 2017 they had a new pump implanted. At 9 pm that night, the patient got sick, went through withdrawal, and spent the night in the hospital. The patient tasted metal in the mouth. The patient was given shots of medicine and released the next day to see their primary doctor, but their primary doctor did not have experience with the pump. The patient stated maybe they forgot to take the saline out of the pump and then put in old morphine from the other pump. The patient stated while he was in the hallway, a doctor came by and read the chart. The patient heard the doctor say the patient was going through morphine withdrawal and ordered to have morphine injected intravenously. After several hours, the patient started to feel better, and then was cut loose. Since then, the patient had gotten a cold and bad cough within a few days of the surgery ((B)(6) 2017), and then got pneumonia and was released again ((B)(6) 2017). The patient stated the hospital was already cold, and the patient was in withdrawal and was freezing. The patient went to the doctor after getting the cough, and the doctor thought it was the flu and gave the patient some cough medicine. The patient got home and the cough started getting worse. On (B)(6) 2017, the patient was put in an ambulance and put in the hospital for 6 days for a severe right lung problem. The patient stated yesterday ((B)(6) 2017) they went for a refill. The patient stated the doctor was right on target, and the patient loved that office and did not understand why he couldn¿t go there. The patient was concerned with the hospital. The change in therapy/symptoms was considered sudden after implant. The drug related to the reported event was the current drug in the pump. The patient stated no one would give him an answer; the patient had an appointment with an hcp on (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.